Event description:
The sales representative reported on behalf of the customer that the device, 00505800100, surgairtome two handpiece was being used on approximately (B)(6) 2022 during a tooth extraction and ¿the surgeon had a difficult tooth extraction using a surgairtome 2 and bur. During the procedure the surgairtome heated up to a point where it burnt the patients¿ skin on the interface between the skin and lips¿. The procedure was completed. After further assessment it was found that the burn was dressed with paraffin wax and vaseline. A dermatologist and a plastic surgeon were consulted via phone. No spin test was done on the bur. "The device felt warm to touch. From the information I have gathered it appears that the retraction device may not have been used to prevent surgaritome resting on lip." There was no prolonged hospitalization for the patient. There was a 30 minute to 1 hour delay to the procedure. Burn was not weeping but discoloration was noted. The patients¿ burn has completely healed since the incident. It is not known what degree of burn the patient sustained. The 00137501200, bur guard, medium will be listed as a concomitant device and there is no allegation against it. This report is being raised on the basis of injury due to unknown degree of burn to the patient.

Manufacturer narrative:
The device was returned to australia for evaluation. Evaluation found the collet worn, the motor corroded and with low performance, gearbox corroded and swivel distributor worn. Additionally, the pm is overdue. Parts were replaced, the device repaired and the pm performed; the device was final tested per ip-000-270 and met all specifications. The service history was reviewed and found the device was previously serviced in october 2017, nearly 53 months prior. A 2 year review of similar events revealed an occurrence rate could not be calculated for this device as the complaint was unconfirmed. A device history record review was not conducted as the device has been in the field more than 12 months. (B)(4). Per the instructions for use, the user is advised the following: continually check all hand pieces and attachments for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the bur or bit may cause damage to the bur or bit and may cause burns or thermal necrosis. Additionally, failure to follow the maintenance schedule could result in reduced instrument performance or overheating of the hand piece or attachment. Overheating can lead to possible burn injury to the patient or medical personnel. Rotation of hand piece usage per day will assist with proper performance. The recommended service interval for this device is 12 months. This issue will continue to be monitored through the complaint system to assure patient safety.